Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. Upon further investigation, x-rays confirmed one of the patient's leads had migrated. It was also reported that the patient was not getting proper coverage even when the leads were in the proper place. Surgical intervention took place where the system was explanted to address the issue.